Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient had not recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).